Event description:
The user facility reported an impella cp in a 62year old female patient with acute myocardial infarction/cardiogenic shock for mechanical circulatory support. It was reported that there was a sudden drop in flow and continuous suction that was unable to be broken at p2. The pump was replaced since all recommendations failed to resolve issue. There was no patient harm reported.

Manufacturer narrative:
The impella device has not been returned for evaluation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The investigation into the low pump flow has been completed since the original report was filed. The device was returned for investigation. Visual inspection found biomaterial inside the pump housing and wrapped around the impeller. The root cause of low flow was biomaterial ingestion.